Event description:
It was reported that during use a implantable pulse generator (ipg) interrogation was performed and physician noted a power on reset (por) had occurred. The ipg was reprogrammed to the initial settings, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-52 lead, implanted: (B)(6) 2003. (B)(4).